Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels. The customer stated that she was on the verge of going into diabetic ketoacidosis, with blood glucose levels outside of the glucose meter's range. Nothing further was reported.